Manufacturer narrative:
Batch review performed on 19 january 2018: lot 168271: (B)(4) items manufactured and released on 04 may 2017. Expiration date: 2022-04-23 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Bipolar head ø28x44 reference 25060.2844 (k091967): lot. 171298: (B)(4) items manufactured and released on 21 june 2017 . Expiration date: 2022-06-06 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon revised the head and liner. The surgery was completed successfully.